Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the lv impedance measurements had consistently been greater than 3000 ohms. Attempts were made to obtain additional information. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the impedance measurements had decreased to within normal limits. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that there was also lv loss of capture observed, and the impedance measurements remained greater than 3000 ohms. The patient was reportedly feeling terrible. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). A surgical revision was subsequently performed to replace the lead. During the procedure, the physician thought the device set screw may not have been properly set. The lv lead was removed from the device and reattached, and normal impedance measurements were observed. An epicardial lv lead had already been placed with lower threshold measurements and a better position; therefore, the previous lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.